Event description:
It was reported that the patient presented to the clinic with an alert for high, out of range high voltage lead impedance. Impedance was out of range for the svc coil vectors. The svc coil was programmed off. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.